Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was significant oozing around the impella cp repositioning sheath. Angle matching, extra suturing and other attempts were made to obtain hemostasis without success. It was then noticed that a hematoma was starting to form, so manual pressure was applied and then a femstop. The patient was sent to the intensive care unit (ICU). The oozing was increased to brisk, pulsatile bleeding, so the decision was made to remove the impella at bedside and use the perclose to obtain hemostasis. The impella cp was explanted at bedside in the ICU. Hemostasis was obtained and the patient was stable post explant.